Manufacturer narrative:
Product implicated is a 5 french dual lumen PICC. Returned for evaluation is the catheter only. The catheter is in two pieces. The proximal section, which includes the hub, measures 6.7cm and the distal section, which is the catheter tubing, measures 53.5 cm. Lot history review was not possible since no lot number was indicated. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is severely elongated and appears to be necked down length wise distal to the break site and there is adhesive reisdue on the catheter tubing. The ends appear to mate together. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The first precuation in the instructions for use states "it is important to follow suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter broke below the bifurcation. The catheter was removed and replaced.